Manufacturer narrative:
Due to character limit in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the batteries of the cs300 intra-aortic balloon pump (iabp) did not last during the preventive maintenance.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). The fse replaced the main batteries (0146-00-0039). Unit passed all performed calibrations, functional and safety tests. Unit was returned to the customer and cleared for clinical use.